Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the intensivist that, while the patient was in ICU, the system controller alarmed yellow wrench and red heart alarms. This was observed to occur three to four times during the morning. The patient was put on a power base unit (pbu) in order to download waveforms and after a few hours the pump made a strange noise, a red heart alarm was observed and the pump subsequently stopped. At this time the vent filter, which was changed earlier in the morning, was observed to be covered with black dust. The patient was then placed on pneumatic support using stroke volume limiter (svl) and ip console.

Manufacturer narrative:
The patient was placed on pneumatic support using stroke volume limiter (svl) and ip console. The patient remains stable; however, the clinical team is exploring the possibility of pump exchange. No further information is available at this time.